Event description:
Procedure performed: no information. Event description: "after opening the packaging, a priming was performed. Then, the balloon was inflated inside the blood vessel, but it could not be deflated. The catheter was removed without any problems from the vessel. The procedure was successfully completed with the replacement product. No health damage for the patient happened. The customer does not request us the response letter." Product is available for return. Additional information received on 08may2023 via email sr. Engineer, post market surveillance: unknown if the surgeon had any difficulty while inserting or removing the catheter. Type of intervention: the procedure was successfully completed with the replacement product. Patient status: no health damage for the patient happened.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: country in section e1 was updated to reflect correct country event occurred in.

Event description:
Procedure performed: no information: event description: after opening the packaging, a priming was performed. Then, the balloon was inflated inside the blood vessel, but it could not be deflated. The catheter was removed without any problems from the vessel. The procedure was successfully completed with the replacement product. No health damage for the patient happened. The customer does not request us the response letter. Additional information received on 08may2023 via email sr. Engineer, post market surveillance: unknown if the surgeon had any difficulty while inserting or removing the catheter. Type of intervention: the procedure was successfully completed with the replacement product. Patient status: no health damage for the patient happened.